Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that 6 days following the implant of this transcatheter bioprosthetic valve in a patient who had been taking direct oral anticoagulants (doac) for atrial fibrillation, the patient was discharged from the hospital. The dose of doac was not increased following the procedure. Two days later, the patient fell at home and bruised the occipital region. Subsequently, a cerebral hemorrhage was noted. A craniotomy was performed for removal of a hematoma. Approximately two weeks later, the patient's condition worsened and the patient died. Per the physician, neither the device nor the procedure contributed to the cause of death. The cause of death was neurological.